Manufacturer narrative:
The cartridge blood set from this incident was discarded. Retained samples from the same lot number 11n157306 were submitted for visual inspection, functional test and physical characteristics, there were no failures detected. Gambro does not regard the submission of this report as an admission of liability.